Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 35 alarm. Customer's blood glucose was 8 mmol/l. It was reported that pump had a high pitch sound when inserting battery and was not able to rewind. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had no high pitched sound after insertion of battery. Device was received with critical pump error open book image and pump error was present in the long trace file due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error open book image. Device was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, stained serial number label, peeling end cap address label, corrosion in battery tube, corroded motor home switch and corrosion on all electronic assemblies.